Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b1 and b5 has been updated with the new information. Sections: g6, h2, h6 investigation findings, investigation conclusions and h10 has been updated accordingly. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards japan affiliate, there was difficulty removing the esheath+.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that (moderate aortic valve calcification, the narrowest diameter of iliac artery: 5.9mm) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: na.

Event description:
As reported through edwards japan affiliate, after transfemoral transaortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position the patient left the operation room and discoloration was observed on of the lower limb where esheath was inserted. Thrombotic obstruction was confirmed at the esheath access site. A surgical thrombectomy was performed. The cause of the event was considered that intimal damage could occur at the time of device removal.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected b.1, b.2, b.5, h.6 device code, type of investigation, investigation findings, and investigation conclusions. Added additional h.6 component code. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12521. The sheath was not returned to edwards lifesciences for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to similar events for the work order. Imagery was reviewed and the valve was observed to be not coaxially aligned and was catching on the sheath distal tip. The crimped valve was not centered on the flex tip. The location of the c-marker band suggests the sheath liner was delaminated. The c-marker band appeared to remain intact in the liner. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU, device preparation manual, and procedural training manual were reviewed. The thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip and the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position. The physician is instructed to not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. They should stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The difficulty removing the sheath, and subsequent vessel occlusion, and sheath liner delamination were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the delivery system was pulled back to the tip of esheath but could not be pulled into the esheath... To retrieve the delivery system, the abdominal aorta was incised. Around the shaft of the delivery system was cut and removed from the patient's body. The remaining part of the delivery system and the e-sheath were withdrawn as a single unit.'' In addition, "there seemed to be resistance during e-sheath removal." Per imagery review, the valve was not coaxially aligned with the sheath and the crimped valve was not centered on the delivery system flex tip during withdrawal. Per the training manual, ''ensure the thv is centered on the flex tip...retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip... When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip''. Non-coaxial alignment between the devices may lead to the crimped valve to catch on to the liner and cause it to delaminate. Additionally, the crimped valve not being centered on the flex tip can expose the outflow valve struts and increase the potential for the valve to catch on to the liner and delaminate it. If excessive manipulation was used to overcome the experienced withdrawal difficulty, the liner can further delaminate as observed in the available imagery. The delaminated liner likely then altered the sheath profile causing the reported difficulty during sheath removal. As such, available information suggests that procedural factors (non-coaxial retrieval, crimped valve not centered on flex tip, valve caught on liner, excessive manipulation, delaminated sheath liner) may have contributed to the complaint events and injury.

Event description:
As reported through edwards japan affiliate, during preparation a transfemoral transaortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, valve deployment was attempted but the balloon would not inflate due to possible balloon rupture. The delivery system was pulled back to the tip of the esheath but could not be pulled into the sheath. The team believed that pulling the delivery system back to the access site would be difficult without withdrawing it into the esheath due to the narrow diameter of the iliac artery. The decision was made to incise the abdominal aorta and the balloon with the sapien 3 valve was removed from the patient's body. The remaining part of the delivery system and the esheath were withdrawn as a single unit. A non-edwards sheath was inserted through the abdominal aorta and balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon catheter (diameter: 16 mm), then a sapien 3 valve was deployed in the native aortic position with a new commander delivery system. When the retrieved balloon was checked, a hole was found in the balloon between the nose cone and the valve (left ventricle side). Per medical opinion, the only possible cause of the balloon rupture was that the balloon might have touched the calcification of the native aortic valve. On the same day of the avr, after the patient left the operation room and was transferred to the ward, discoloration was observed on of lower limb where the esheath was inserted. Thrombotic obstruction was confirmed at the esheath access site. Surgical thrombectomy was performed. The cause of the event was considered that intimal damage could occur at the time of device removal. It seemed that no damages were noted on the retrieved valve. Of note, there did seem to be resistance during esheath removal. Imagery was reviewed by the engineers and during attempts to withdraw the delivery system into the esheath it appears that circumferential liner delamination occurred, as noted by the movement of the c-marker band within the sheath shaft.